Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019 . The manufacturer¿s field service engineer (fse) replaced the power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the power switch led was switching off by vibration. There was no patient involvement.